Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2020 by the knee journal titled "patellar tendon reconstruction with hamstring autograft for the treatment of chronic irreparable patellar tendon injuries". The study reviewed eleven (11) patients who underwent knee procedures using arthrex swivelock to treat patellar instability. One (1) patient experienced clinical failure and reduction loss during the fifty-four (54) month follow-up period. Ref: friedman, j. M., et al. (2020). "Patellar tendon reconstruction with hamstring autograft for the treatment of chronic irreparable patellar tendon injuries." The knee 27(6): 1841-1847.